Event description:
It was reported that the vamp broke at the tubing connection. It was stated that the pt bled slightly. No pt complications were reported.

Manufacturer narrative:
The vamp tubing was found detached from the solvent bond to reservoir. Indication of adhesive was visible at most of the tubing bond area, but appeared to be thin. It did not appear that the adhesive had chemically etched to the surface.